Event description:
It was reported that the patient has no hearing sensation starting two months ago. The patient has neurological disorders (mental deficiency, no motor or language disorders). Trauma, illness or infections were not reported. Testing shows that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.